Event description:
The customer reported that the insulin was not leaking, but it was going into her body at a faster rate than she had programmed. The caller was using saline at time of call, and she was going through 200 units a day. Reviewed the daily totals with the customer and they did not match up. The customer requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.